Event description:
It was reported that the implantable pulse generator (ipg) tripped elective replacement indicator (eri). The patient was apparently lost to follow up as the interrogation had no capture present and high battery impedance. The device was not behaving normally with some incorrect lead impedance readings. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).